Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was successfully primed with saline. The customer complaint that the flow was blocked and the nurse was unable to prime the tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 24302-0004 lot number 20086217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss 15m experienced flow issues, and was clogged. The following information was provided by the initial reporter: nurse was priming the IV set with ivig and the flow was blocked. She was unable to fully prime the tubing. The nurse then got a new IV set and re-spiked the ivig and was able to successfully prime on a new IV set. No patient harm, as it happened during priming and was not attached to a patient. Small amount of ivig wasted in the old tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss 15m experienced flow issues, and was clogged. The following information was provided by the initial reporter: nurse was priming the IV set with ivig and the flow was blocked. She was unable to fully prime the tubing. The nurse then got a new IV set and re-spiked the ivig and was able to successfully prime on a new IV set. No patient harm, as it happened during priming and was not attached to a patient. Small amount of ivig wasted in the old tubing.